Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl (3,000 mcg/ml at 483.2 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient's pump was visible and was protruding through their skin out of their 6.5 week old incision. It was not known if there were any environmental/external/patient factors that may have caused or contributed to the event. The pump was removed and partial explant of the catheter was performed. Partial catheter remains implanted and was tied off in patient. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 215 pounds. The patient's medical history was asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.